Event description:
The pump was returned for investigation. Evaluation revealed contamination under key contacts. This report is made based on results of investigation completed on 03/02/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings:evaluation revealed the keypad was peeling from the base. All keys are responsive, removed the keypad and found contamination under the all key contacts. (B)(6).